Manufacturer narrative:
The pump passed the self test and displacement test. The pump was monitored and no condensation on the screen and missing segments/partial display noted. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 1 week prior to the event date 10-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/10/2023 22:23:00.000, 04/10/2023 22:33:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 04/10/2023 22:51:00.000, 04/10/2023 23:01:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 04/04/2023 09:36:13.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 04/07/2023 09:32:16.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor1 alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 04/10/2023 07:35:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/10/2023 07:35:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-apr-2023 at 12:50:58 pm. There was no power data available for the event date of 10-apr-2023 at 07:35:00.000. Unable to check power data for low battery alert. No low battery alert noted during testing. The pump was cut open to perform visual inspection and found corrosion on the lcd, pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Missing segments/partial display was not confirmed. However, during visual inspection corrosion was found on the lcd, pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had condensation on the screen. Troubleshooting was performed and found that the pump had a partial display. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.